Event description:
It was reported that the ilet device was dropped when the user sat down, resulting in a cracked and subsequently unusable touchscreen; the device functioned normally until the day the user noticed the display no longer worked, and the device had been synced before shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photo. Investigation of this case revealed a fracture of the touchscreen consistent with a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.